Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had an elevated lactate dehydrogenase (ldh) of 1062 u/l on (B)(6) 2017 and was admitted to the hospital. At the time of the event, the patient did not experience any heart failure symptoms or tea colored urine. On admission, the patient was treated with lovenox. Mutiple ramp echocardiograms performed were negative for pump obstruction. On (B)(6) 2017 the patient¿s ldh had decreased to 765 u/l and lovenox was discontinued. The patient was discharged home on an unspecified date.

Manufacturer narrative:
A specific cause for the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.